Event description:
It was reported that during a segmentectomy procedure, during the second firing, the progress of the blade was hard. On the third firing, the blade interlocked in the middle of the progress. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Anvil, cartridge, drivers, pan. The analysis results found that one ec45a device was returned with the shaft completely disassembled by the user. The anvil knife slot was noted to be damaged. The device was received with an ecr45g loaded on the device. The reload was received partially fired 1/2 with the cartridge body, drivers and one piece sled damaged. After further analysis it was noted that the knife had buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. No further functional testing could be performed due to the condition fo the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.